Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customers reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log identified time base background test. During functional testing was unable to duplicate the time base background test during power up. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced main board for preventive and performed power up process and all functional testing which passed.

Event description:
It was reported that the pump exhibited a system failure background self test. No patient injury was reported.